Event description:
Definitive cup gets caught in the positioning instrument of the final cup. It tries to withdraw, but it is not achieved. The implant insert had been opened of the cup that was trapped with the instruments, since it was the one that was going to be used. Another cup was opened one size larger with its respective insert.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for analysis. Physical examination of the product confirmed the complaint. The threaded tip of the impactor was stuck in the cup. The tip broke off from the instrument and was left in the cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.